Event description:
The permanent hook cautery instrument was damaged while attempting to remove the instrument through the cannula. The damaged instrument tip prevented removal through the cannula. As a result, the cannula and instrument were removed from the patient simultaneously. The instrument tip was then manually straightened and the damaged instrument was removed. The cannula was reinserted in the chest of the patient without any further incidents to finish a successful case. No patient harm or patient injury was reported. The patient was released without further incident.